Manufacturer narrative:
Weight: unk, ethinicity: unk, race: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -09.00/+3.0/082 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting with lens rotation. The lens was replaced with a longer length lens and the problem was resolved.

Manufacturer narrative:
Corrected data: b5 - repositioning was also performed. - this should have been included in the initial medwatch report. Additional information: b5 - it was later reported that due to the high preoperative refractive cylinder, a laser touch up was performed to treat the residual refractive error. This resolved the problem. Claim#: (B)(4).